Manufacturer narrative:
Additional information which was received on jun 10, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additionals: b4, d4, g4, g7, h2, h3, h4. The manufacturer received other source documents for review. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision due to pain and implant fracture.

Manufacturer narrative:
Additional information which was received on jun 30, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received pre and postoperative x-rays, surgical reports, patient details for review. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision due to pain and implant fracture.

Manufacturer narrative:
Investigation results were made available. Review of event description: it was reported that the müller ring fractured in two parts. Review of received data: x-rays: pelvis overview, ap view and second view of the left hip, (B)(6) 2018: a müller ring is implanted in the left acetabulum. The cup inclination angle measures approximately 46°. The lower border of the ring is protruding slightly the border of the acetabulum and cranially the ring clearly protrudes the bony edge of the acetabulum. Some bone cement is seen protruding the ring cranially. Pelvis overview, ap view and second view of the left hip, (B)(6) 2020: the inclination angle of the cup is approximately 59°. The peri-implant bone structure in the area of the lower half of the acetabulum appears inhomogeneous. The müller ring is fractured and the fracture parts are slightly shifted from each other. The screws seem to be in the same position as seen in 2018. Bfarm user report: the event description section of the user report mentions that the patient had noticed load-dependent pain in the left hip joint after she had turned onto her left side in bed - a direct trauma could not be determined. Radiologically, the fracture of the müller ring was discovered on (B)(6) 2020. Implantation report of (B)(6) 2018: diagnosis: cup dislocation after revision of a cup on the left side procedure: skin incision is made in the old wound area and extended proximally. As expected, the cup lies in situ and is removed without difficulty. The head and the adapter are subsequently removed. After the acetabulum is irrigated the problem becomes clear. The dorsal edge is completely broken away, so that the dorsal support is missing here. Due to its thickness, this edge can no longer be re-fixed and must be removed. It is decided to use a müller ring. In this respect, first a cranial preparation is made. After measuring, a müller ring size 56 is inserted. This must be inserted slightly protruding dorsally to compensate for the dorsal defect, and still shows a certain retro-alignment. The fixation is done with 6 adequately anchored screws. A test using a notcher shows good fixation. The medial caudal area is filled with cancellous bone chips. These are compressed and then rinsed with octenisept followed by saline solution. A lubinus cup size 52 mm is cemented without problems. This must be cemented with a relatively strong dorsal protrusion to ensure appropriate anteversion. Subsequently, a trial head size l is placed. This shows normal conditions, so an original head size l is placed. A full range of motion with no impingement and no dislocation tendency is seen. A final irrigation is made, redon drainage is inserted and the wound is closed. Revision report of (B)(6) 2020: diagnosis: implant fracture after a revision in (B)(6) 2018 to a müller ring due to cup dislocation, state after revision of the cup in (B)(6) 2018 due to cup loosening, state after primary implantation in 2012. Secondary diagnosis: obesity (bmi 43.1) note of the author: according to the bmi scale the patient can be classified as obese class iii (bmi = 40). Indication: currently, the patient complains of increasing pain in the area of the left hip. Radiologically the inserted müller ring is fractured. Most recently, puncture of the left hip was performed. The puncture was sterile. Clinically and para-clinically there is no evidence of infection. Procedure: it is already noted in the available surgical reports that the dorsal edge of the acetabulum is partially missing. In order to be able to react accordingly intraoperatively and to avoid further damage to the gluteal musculature, a dorsal access to the joint according to moore is performed. The hip joint is opened and prosthesis dislocation is done without problems. The head is removed with the merete mallet. The taper is intact. A taper protector is placed and the acetabular area is exposed. The cemented pe cup is loose and can be removed. The screws are covered by the cement. The cement must be removed from the screw heads accordingly which takes some time. It is now visible that the müller ring is fractured into two parts. The screws can all be unscrewed completely. The acetabulum is inspected. Ventrally, the wall is well preserved. Dorsally, as in the report from 2018, a part of the posterior wall is missing. The further section of the revision report describes the available options and the steps to implant the chosen option (burch-schneider ring size 50/56, cemented bimobile cup size 50 and ceramic merete head size 28 with a 2xl adapter). Product evaluation: visual examination: the müller ring is fractured through the middle into two parts. The fracture runs through 3 of the screw holes resulting in five different fracture surfaces. For further description the fracture parts are marked as part 1 and part 2 and the fracture surfaces are numbered from a to e. The fracture surfaces were inspected with a low power microscope (leica mz16 a). On both fracture parts areas where the fracture structure is polished can be seen. As the fracture surfaces of part 1 show less polished areas than part 2, it was further investigated using a scanning electron microscope (sem) type jeol jsm-6610. The fracture structure points to fatigue. Signs of a residual fracture could not be observed. No defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the inner side of the ring, shiny polished areas can be recognized in several areas around the screw holes. Five of the six screw holes used show wear and deformation, especially those along the fracture path. The screw hole next to the fracture surface c shows an area with fretting. Damage from revision surgery in the form of scratches is visible mostly on inner sides of the ring but also slightly on the anchoring side. On the latter, there are hardly any bone attachments visible. Five screws were received. On the screw heads polishing and some fretting can be observed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was not approved by zimmer biomet. The müller ring was used in combination with a lubinus cup from a competitor (link orthopaedics). According to the product compatibility website, the section acetabular reconstruction: polyethylene liners/cups and metal cages/rings indicates which polyethylene liners/cups are approved to be implanted with the müller ring. Other liners/cups than mentioned in the list or competitor products are not approved by zimmer biomet and must be considered off-label use. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: the müller ring was implanted in (B)(6) 2018 and revised in (B)(6) 2020 due to its fracture. The implantation report mentions that the dorsal edge of the acetabulum was completely broken away and therefore the dorsal support was missing. This acetabulum edge could no longer be re-fixed because of its thickness and had to be removed. It was decided to use a müller ring. In order to compensate for the dorsal defect, the müller ring was inserted slightly protruding dorsally. In agreement, the x-rays from (B)(6) 2018 show that the lower border of the ring is protruding slightly the border of the acetabulum and cranially the ring protrudes the bony edge of the acetabulum. According to the surgical technique available to the operating surgeon at the time of implantation the ring is positioned correctly if its lateral rim lies on the border of the acetabulum. It is imperative that the area of the screw holes and the lower border of the ring should have sufficient bone contact. Based on this and the facts mentioned above, it can be assumed that the ring did not have optimal bone support during the time in vivo. The müller ring is fractured through the middle into two parts. Investigation of the fracture surfaces showed that the fracture occurred due to fatigue. Signs of a residual fracture could not be observed. On the fracture surfaces no defects could be found that could have triggered or favored the fracture. A change in the inclination angle of the cemented cup from 2018 to 2020 could be observed on the x-rays. This is in alignment with the revision report stating that the cemented pe cup was loose and could be removed without additional procedures. On the inner side of the ring signs of loosening could be seen in the form of shiny polished areas. However, as the cement was not received it stays unclear whether there was also a loosening between the ring and the cement. The damage seen around the ring¿s screw holes, especially the two along the fracture path indicates loosening and movement between the ring and screws. Whether this occurred before the start of the fracture and contributed to it or is only a concomitant stays unknown. The x-rays taken in (B)(6) 2020 show that the bone structure in the area of the lower half of the acetabulum appears inhomogeneous when compared to the ones taken in 2018. Thus, a resorption of the cancellous bone chips inserted during implantation in 2018 may have possibly occurred. This, in combination with the insufficient bone support of the ring could have contributed to the loosening and fracture of the ring. It is possible that the patient¿s obesity could have been a contributing factor as well. The implantation report states that the müller ring was used in combination with a lubinus cup from link orthopaedics. According to the product compatibility website, the section acetabular reconstruction: polyethylene liners/cups and metal cages/rings indicates which polyethylene liners/cups are approved to be implanted with the müller ring. Other liners/cups than mentioned in the list or competitor products are not approved by zimmer biomet and must be considered off-label use. Whether this could have had an influence on the sequence of events leading to the fracture of the ring stays unknown. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the reported event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
The manufacturer did not received x-rays for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision due to pain and implant fracture.